Manufacturer narrative:
(B)(4). Batch # p93p08. Investigation summary: the device was returned with the blade scratched and cracked. During functional testing on gen11 an alert screen was displayed. Then the blade broke off during functional testing. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. In addition, the y-link was found to be cracked. No conclusion could be reached as to what caused this issue. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an esophagectomy procedure, midway, the device stopped working. The device was removed and replaced and there were no patient consequences.